Manufacturer narrative:
.

Event description:
It was reported that the patient's generator was explanted in (B)(6) 2014 due to lack of efficacy. Further information was later obtained that despite the physician trying to adjust settings, the patient has secondary effects of thoracic pain, tachycardia and increased hoarseness which were also reasons for the patient's explant of the device. These issues were worsened with stimulation. The explanted generator and lead was returned for analysis on (B)(6) 2015 and product analysis for the generator was completed and approved on (B)(6) 2015. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the lead was completed and approved on (B)(6) 2015. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.